Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms at routine follow up. Fluoroscopy was performed at which time a lead fracture was discovered due to clavicular/first rib entrapment. A revision procedure was performed wherein extraction was attempted but unsuccessful. The lead was ultimately surgically abandoned and a new ra lead implanted. No additional adverse patient effects were reported.